Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the device worked fine for the first part of the case but as time progressed the device jaws became more difficult to open and the knife was not retracting smoothly. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury or tissue damage.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/04/2016. Date of follow-up report : 06/02/2016. The jaws opened and closed properly when testing the latch mechanism. The jaws did not stick to simulated tissue. The blade moved along the knife track smoothly and returned to home position. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.